Manufacturer narrative:
Insulin pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case at battery tube side, fading serial number label and minor scratched lcd window.

Event description:
Nurse reported that the customer's insulin pump had a cracked pump. The customer's current blood glucose at the time of was unknown. The device will be returned for analysis.